Manufacturer narrative:
A f/u report will be filed when the investigation is complete. (B)(4).

Event description:
The customer reported that a basic metabolic panel (bmp) and specimen number assigned to a new pt already belongs to another pt. There was no reported pt injury associated with this event.